Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.